Manufacturer narrative:
Bd did not receive any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: abnormal reported parameter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, erroneous results- hba1c were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, erroneous results- hba1c were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373 . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.